Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 1 year post an rx wallstent biliary 10mm x 80mm stent placement procedure in the distal common bile duct (cbd), the pt experienced "stent migration into the duodenum in addition to a mucosal bleed". During removal of the wallstent, the physician noted "necrosis of the bile duct" which was believed to be "due to chemo radiation". It was noted that the "tumor necrosis melted the small bowel, which thus resulted in the stent migration". The wallstent was successfully removed utilizing a snare device without complication and two unspecified 10fr. Plastic biliary stents were placed. The pt received and epinephrine injection for treatment of the mucosal bleed. The pt's condition resolved with removal of the wallstent and plastic stent placement. It was further noted that event was "moderate in severity, probably related to the device, and unrelated to the procedure", however, it was considered "serious" since the pt required hospitalization.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.